Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair gun device was locked in the spring which blocked the implant from sliding properly through the needle; and therefore, did not deploy. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during surgery, the omnispan meniscal repair gun was locked in the spring, blocking the implant to sliding properly through the needle. This did not complicate the surgery or harm the patient, nor did it delay the surgery. This incident was solved by changing the device to truespan. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The meniscal deployment gun was received and evaluated. On visual inspection it could be observed that pusher gray rod was slightly bent on the distal part and biological residues were identified. The loading trigger (red) was tested and worked as usually. The firing trigger (dark gray) was tested for its functionality, it performed as intended, but there was a slight resistance caused by the condition of the pusher gray rod. A manufacturing record evaluation was performed for the finished device lot number: 3731338, and no nonconformances were identified. Based on the visual results, this complaint can be confirmed. The possible root cause can be related when a bad technique is used at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the bent tip leading a failure in the deployment. It is possible that the bent tip of the shaft got stuck inside the needle, therefore a misfire occurred. As per IFU 109282 indications for a needle insertion and a successful deployment are provided. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3731338), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.